Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having some strange sensations for about a couple weeks. The patient requested information about possible recalls and also wanted to know if the lead could have migrated. Reviewed information. Patient denied any falls or traumas that could have caused lead migration. Additional information was received from the patient on 2023-nov-08. The patient called back in regards to this case stating that they were continuing to have strange sensations, mentioning that the ins had been shocking them for a while now. Patient said it was sending pain down through their groin, their legs, and down to their toes even when though the ins was turned off. Patient said it was like the lead wire was shorting out. Patient said they were referred to another urologist, but patient can't see this doctor until february and they need to see someone sooner. Reviewed physician listings in physician finder, but hcps were much further away. Agent sent an email to field staff.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1wa3r implanted: (B)(6)2019: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.